Manufacturer narrative:
Product complaint analysis team has completed its investigation of the device which was returned. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was returned with piece of insulation missing from distal end. No conclusion could be reached as to how the instrument had become damaged. This inquiry was orignally reported as rpo "record purpose only." If instrument is used with incompatible trocar this type of incident will occur. Please refer to packaging insert for usage instructions. Each instrument is evalauted during assembly process to ensure it functions properly.

Event description:
During a laparoscopic cholecystectomy procedure, it was reported part of the insulation near distal tip on the dcd32 came off as the device was introduced through the trocar. The insulation fell into the pt's abdomen and was retrieved laparoscopically. The procedure was completed with another dcd32. There was no consequence to the pt.